Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Spring loaded securefit advanced handle broke during surgery.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: a visual inspection was performed as part of mar. Material analysis concluded that the leaf spring of the secure fit advanced broach handle broke in fatigue. Eds analysis showed the leaf spring of the secure fit advanced broach handle to be made of a fe-cr-ni-al alloy consistent with a 17-7ph series stainless steel alloy. The material hardness was approximately 39 hrc, which is consistent with the 17-7ph stainless steel alloy in the th 1050 heat treated condition. No material or manufacturing defects were observed on the fracture surfaces examined. The investigation determined the likely root cause of the event that the secure fit broach handle broke in fatigue. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Spring loaded securefit advanced handle broke during surgery.